Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, gripper orientation was performed and was successful. Both grippers were unable to lower. The issue was noticed during attempts to grasp using independent gripper actuation. Troubleshooting was performed and was unsuccessful. The procedure was terminated due to the soft and thin leafletd. The mr remained unchanged. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.